Manufacturer narrative:
D4: lot #: the reported lot number is 00vl933109 which is not a valid baxter lot number. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the back flow valve of a clearlink system secondary medication set failed to work. The primary line was clamped; however, the secondary medication flowed into the primary bag of fluid during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the valid lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.